Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2020 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. Patient is stable postoperatively. Products disposed of per facility protocol.